Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob failed. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Analysis confirmed the reported event. The output knob did not function appropriately, and the device would occasionally shut down by itself. The display was also out of specification. The printed circuit board assembly and encoder flex assembly were replaced. The device passed final testing. If information is provided in the future, a supplemental report will be issued.